Manufacturer narrative:
.

Event description:
The customer reported that the device will not run on ac or battery power. Has changed out the battery and now in 'sleep mode". There was no report of patient involvement.